Event description:
X-rays were received and reviewed. Based on the x-ray images received, the leads appear to still be intact, thus no cause for the high impedance can be determined. No gross fractures were seen in the lead; but any fractures or microfractures on portions of the lead that were not visible cannot be ruled out. No other relevant information has been received to date.

Event description:
Patient was seen with high impedance a couple years ago and thus, has had their device disabled since. It was noted that patient wanted to inquire about lead replacement. X-rays were taken to assess lead fracture and review of x-rays were requested, however have not been received to date. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.